Event description:
The customer reported that the battery displayed an "unsupported battery" message when attempting to test with a battery they have used successfully previously. There is no pt involvement.

Manufacturer narrative:
(B)(4): the device was evaluated by a philips field service engineer (fse) and the symptom was verified. The issue was localized to a failed power pca, switch was replaced to resolve the issue. The device passed all performance assurance tests and remains at the customer site. Philips concluded that this was a malfunction of the power pca.